Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. (B)(4) analysis of the device revealed normal battery depletion.

Event description:
The patient reported being diabetic, and experiencing high premature ventricular contractions and blurred vision. It was also inquired whether the device can affect the patient's eyesight. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and returned to the manufacturer.

Event description:
The patient reported being diabetic, and experiencing high premature ventricular contractions and blurred vision. It was also inquired whether the device can affect the patient's eyesight. The device remains in use. No patient complications have been reported as a result of this event.